Event description:
It was reported that the patient presented in the clinic for device check; where a pocket infection was identified. On (B)(6) 2018, the implantable cardioverter defibrillator was explanted without adverse consequence to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.